Manufacturer narrative:
One 72203722 reversed curve fast-fix 360 needle delivery system; expanded implications device returned. The complaint stated: ¿the product misfired¿ t1, t2 were not returned. No suture was returned. The depth limiter was attached and slightly advanced. The device shows no obvious damage. No mechanical problem was found. The device cycled and actuated as expected. There is no apparent twisting or bending of the delivery needle. No root cause related to the manufacture of the device was confirmed. There are no other complaints for this lot. This is an isolated case.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the product misfired. Back up was available to complete the procedure. No patient injury was reported.

Manufacturer narrative:
One 72203722 reversed curve fast-fix 360 needle delivery system; expanded implications device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. If objective evidence, relevant information, becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that during a meniscal repair the product misfired. Back up was available to complete the procedure and a significant delay of more than 30 minutes was reported. No patient injury was reported.

Manufacturer narrative:
It was reported that the product misfired. Back up was available to complete the procedure and significant delay more than 30 minutes was reported. No patient injury was reported.

Event description:
It was reported that the product misfired. Back up was available to complete the procedure and significant delay more than 30 minutes was reported. No patient injury was reported.